Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 5 months. The pump remains in use supporting the patient; however a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Log files submitted on 12/29/2016 revealed pump stoppage events. X-rays were also submitted for review and identified one area of concern on the lead¿s external portion. On 01/17/2017, the manufacturer¿s technical services representatives performed a percutaneous lead (driveline) replacement. The patient was asymptomatic. On 01/18/2017, it was reported additional alarms occurred. The patient was to be evaluated at the next clinic appointment. It was reported that the patient was not a device exchange candidate due to age, and that a second percutaneous lead (driveline) replacement could not be performed, as the maximum length of driveline had been replaced during the previous replacement. It was reported that the patient would likely remain on an ungrounded power module patient cable throughout the remainder of support.

Manufacturer narrative:
The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The log file captured multiple low speed events and pump stoppages associated with low speed advisory/hazard alarms as well as scattered driveline disconnected and low flow hazard alarms from (B)(6) 2016 through (B)(6) 2016. All low speed/pump stoppage events occurred while the patient was operating on the power module only and appear consistent with a potential percutaneous lead wire compromise; however, the evaluation of the returned portion of the percutaneous lead (driveline) did not confirm any wire damage. Approximately 16.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. No damage was noted to the clear bionate layer. Several areas of moderate breakdown of the metal braided shield were observed along the length of the lead segment, which appeared consistent with approximately 3.5 years of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the lead segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.